Event description:
It was reported that the device was double beeping, the clock battery was overdue, there was a crack on the battery compartment tabs, and the battery door was dirty. There was no patient involvement, and no harm/adverse event was reported

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past and there is no service history to review. Primary problem was duplicated. Replaced downstream sensor, and clock battery to correct the issue. The device passed all functional tests after the repair.